Event description:
The customer reported that the bronchofibervideoscope had foreign material leaking out the distal end. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.